Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not moving. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined a replacement of the front bezel with the navigation ring was required to resolve the issue. A field service engineer (fse) then went onsite and replaced the front bezel to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.